Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins was replaced because it was not working right, and the patient wanted to have it moved to a different location. No further complications are anticipated.